Event description:
The micro drill was sent for eval because it was running on its own without activation. No further info has been provided.

Manufacturer narrative:
The sockets were visually observed to be corroded, which was likely the cause of the run-on condition.